Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. Investigation summary: a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo show a perforation in the tyvek of packaging. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned inside its package opened. Upon visual inspection, it was observed that the sales unit was damaged; the damage was noted to be on a corner outside of the box. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. According to the information received, the reported event for the device was packaging integrity. This is an analysis of a photo for a ec60a submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo show a perforation in the tyvek of packaging. Based on the photo review, the event describe packaging integrity confirmed, however, no conclusion or root cause could be determined. A manufacturing record evaluation was performed for the finished device ec60a lot number v94a61 and no non-conformance's were identified. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that they found ec60a box damage before surgery. No patient consequences reported. No further information is available.